Event description:
It was reported that a malfunction alarm occurred with code malf 12, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after assistance, the customer successfully reset it. The malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue happened again. The customer acknowledged this guidance and understood the instructions provided.